Manufacturer narrative:
Event date is an estimate. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2022-14630 and 3006705815-2022-14631. It was reported the patient is not receiving effective therapy due to high impedances and pain at the ipg site. As result, the leads were explanted and replaced, the ipg site was revised. Effective therapy was established post-operative and ipg site pain resolved.